Event description:
Patient underwent first metatarsal osteotomy with arthroplasty. Procedure went uneventful, but unknown at the time, the guidewire had severed and broken off due to guidewire failure and metallic fatigue in the guidewire; portion broke off inside the screw. Patient had an uneventful post-op course & was seen 3 days post-op in the physician's office. Routine x-rays were taken & showed that the guidewire had migrated from the cannulated screw distally and plantarly. The guidewire was protruding from the end of the cannulated screw into the plantar aspect of the first metatarsophalangeal joint. Patient informed and decision made to remove the guidewire under fluoroscopy through a plantar incision. Removal procedure performed.

Event description:
Patient underwent first metatarsal osteotomy with arthroplasty. Procedure went uneventful, but unknown at the time, the guidewire had severed and broken off due to guidewire failure and metallic fatigue in the guidewire; portion broke off inside the screw. Patient had an uneventful post-op course & was seen 3 days post-op in the physician's office. Routine x-rays were taken & showed that the guidewire had migrated from the cannulated screw distally and plantarly. The guidewire was protruding from the end of the cannulated screw into the plantar aspect of the first metatarsophalangeal joint. Patient informed and decision made to remove the guidewire under fluoroscopy through a plantar incision. Removal procedure performed.